Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following clarifying information was received. Reportedly, resistance was felt during insertion of the proglide device into the anatomy. The device became stuck while trying to achieve marking.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a neuro interventional procedure. Reportedly, the proglide device failed to deploy and became stuck in the arteriotomy. The device was removed by pulling it out of the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove was confirmed. The reported resistance felt and difficulty inserting the device into the anatomy was not confirmed. Lab testing of the returned device did not encounter any resistance. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.